Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer and case manager called and reported that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. The customer mentioned they perform set changes after 4 days or whenever they run out of insulin. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the customer was going to see their doctor to make changes to their pump settings. The insulin pump will not be returned for analysis.